Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during fill. The home patient (hp) was in fill 2 of 5 and the heater bag disconnected. They cycled power to end of therapy and the hp would complete therapy with manual supplies. They cleared the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's caregiver on (B)(4) 2011 and the patient was able to resume therapy the next day after starting over with new supplies. The patient completed therapy that day with manual supplies. He was not sure how the 2.5% supply bag fell. When he inspected the connection he could not find anything wrong between the bag or cassette connection points and he did not notice anything else unusual with any of the previous supplies. He did not believe the patient knocked the supply bag off because she always is sleeping during therapy and not close enough to the bag to knock it off. Since then the patient has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the nurse on (B)(4) 2011 and she was not aware of the patient having that alarm. She was not the primary nurse of the patient but said as far as she knows the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.